Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection confirmed that one side of the roller ball wire was broken off with heavy charred stain at the damages area. The roller ball remained attached to the other side of the wire. The most likely cause for the user's experience can be attributed to very high energy output settings or extended and excessive activation periods during use. The device will be forwarded to the original equipment manufacturer for further investigation. The instruction manual contains several caution statements in an effort to prevent damage to the electrode.¿when attaching the electrode, make sure not to push it too forcefully into the working element. When checking the locking of the electrode, make sure not to pull too forcefully. Otherwise the electrode may be damaged. Additionally, improper use of hf current can cause endogenous or exogenous burns, and explosions. Set the cutting current to 200w - 300w for vaporization.¿

Event description:
Olympus was informed that during a transurethral resection of the prostate (turp) procedure, the electrode roller ball wire separated with the ball remaining intact. It was reported that no device fragment fell into the patient. The generator settings were unknown. The procedure was successfully completed using a different but similar device. There was no patient injury reported. Additionally, it was reported that the device was inspected prior to the procedure with no anomalies found.